Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the placement of a catheter in the dissection artery is reported. When checking permeability, a fracture is observed in the lumen on the external part of the insertion, so it is indicated to change the catheter." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the placement of a catheter in the dissection artery is reported. When checking permeability, a fracture is observed in the lumen on the external part of the insertion, so it is indicated to change the catheter." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.